Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated that the insulin was exited after trouble shooting. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e; retainer ring ¿ black. Customer returned pump for alleged insulin blocked alarm during unknown time found on (B)(6) 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump did not pass self test due to pump error 63 occurring during testing due to broken trace u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully, however damaged retainer ring noted. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no pump alarm insulin flow blocked alarm on or near event date in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Pump error 63 variable 3 was noted in the history download on (B)(6) 2022 at 10:14 during testing, due to broken trace u1 pin6 on keypad assembly. Pump error 53 alarms noted during testing (line number 2460 file number 188). Problem isolated to a software error as per global logic analysis (esf#2583238). The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during was not confirmed. Pump passed full drive test. Additionally damaged retainer ring noted. Pump error 63 due to broken trace u1 pin6 on keypad assembly. Pump error 53 was due to a software error esf2583238. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.